Manufacturer narrative:
Device investigation narrative - one powermax elite motor drive unit, part number 72200616 was received on april 12, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Complaint of overheating and motor failure was confirmed. Mdu failed for hand piece blade stall error as well as overheating. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox appears to be corroded internally. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax hand control overheated and stopped functioning. There is no report of procedural delay or patient injury associated with the alleged event. It is unknown whether a back-up device was required to complete the procedure.